Manufacturer narrative:
An event regarding fracture involving a hmrs anchorage stem was reported. The event was confirmed. Method and results: the device was not returned as it remained implanted. Medical review was performed with the available medical information and indicated that intramedullary fixation was lost probably rather soon after revision surgery, leaving the stem effectively unsupported by bone and thus creating a new overload condition through loss of bone support which lead to a new fatigue failure after 3-years of implantation in 2012. Apparently complaints were nor severe enough and revision surgery was not contemplated probably also due to the relatively high age and the limited ambulatory status of the patient. Pain complaints increased in 2014 probably due to overload in newly formed callus bone around the fracture area. There is no evidence for device-related factors playing any role, similar to the conditions in 2009 where a mar could verify the absence of such device-related factors. This is not possible at this time because components remain to be implanted but given the similar failure mechanism with plausible clarification of the failure mode through overload by loss of bone support of the device by multiple procedure-related factors we may safely assume that also this time no device-related factors are present in the failure scenario. Principal failure mode is procedure-related with no evidence for device-related factors. This pi case is not device-related. Provide a brief summary of the findings. The DHR review was satisfactory. The chr review confirmed that there were no other similar events reported. Conclusions: medical review was performed with the available medical information and indicated that intramedullary fixation was lost probably rather soon after revision surgery, leaving the stem effectively unsupported by bone and thus creating a new overload condition through loss of bone support which lead to a new fatigue failure after 3-years of implantation in 2012. There is no evidence for device-related factors playing any role, similar to the conditions in 2009 where a mar could verify the absence of such device-related factors. This is not possible at this time because components remain to be implanted but given the similar failure mechanism with plausible clarification of the failure mode through overload by loss of bone support of the device by multiple procedure-related factors we may safely assume that also this time no device-related factors are present in the failure scenario. Principal failure mode is procedure-related with no evidence for device-related factors. This pi case is not device-related. Provide a brief summary of the findings. No further investigation for this event is possible at this time. If the device and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the stem of 'hmrs straight anch piece 11mm' which was implanted on (B)(6) 2009 was broken. As of (B)(6) 2012:the stem had been already broken. (We could not specify when the stem was broken.) At the time, the weight of the patient was (B)(6). She walked with a cart and activity level was low. - as of (B)(6) 2014: when the patient bent her upper body forward, the pain occurred. The surgeon said 'during confirming with x-ray image intensifier, `hmrs straight anch piece` was moved in the callus. It was possible that the callus was broken, so pain occurred. '

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. It was noted that the revision surgery has not taken place. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.

Event description:
It was reported that the stem of 'hmrs straight anch piece 11mm' which was implanted on (B)(6), 2009 was broken. As of (B)(6), 2012:the stem had been already broken. (We could not specify when the stem was broken.) At the time, the weight of the patient was 55kg. She walked with a cart and activity level was low. As of (B)(6), 2014: when the patient bent her upper body forward, the pain occurred. The surgeon said 'during confirming with x-ray image intensifier, `hmrs straight anch piece` was moved in the callus. It was possible that the callus was broken, so pain occurred. '